Event description:
The customer obtained non-reproducible biased vitros tsh results on two patient samples while using the vitros eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected results were reported to the clinician and corrected reports were issued. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Datalogger files for the timeframe of the biased results identified unexpected vitros eci system performance for multiple modules. Ocd field service investigated and made necessary repairs the signal reagent dispense tubing returning the vitros eci to expected operation. The root cause of the biased patient results is instrument related.